Event description:
This spontaneous report from the united states was reported by a female patient (unspecified age) who used sodium chloride inhalation solution 0.9% for her scleral lens and acanthamoeba. In an unspecified date in 2022-2023, the patient-initiated treatment with sodium chloride inhalation solution, usp, 0.9% (unspecified dosing details) via the ophthalmic route for scleral lens. On an unspecified date in 2024, the patient had acanthamoeba parasite in the right eye following she had evisceration of right eye on (B)(6) 2024. She stated that she has stopped using her lenses since (B)(6) 2024. Action taken with sodium chloride inhalation solution was unknown. The outcome of the event acanthamoeba was unknown. The outcome of the event using sodium chloride inhalation solution 0.9% for her scleral lens which she got through doctor's prescription was not applicable. Additional information was received on 30-apr-2025: event of misuse updated to off label, additional event (acanthamoeba parasite in the right eye), therapy start date, medical history, concomitant medications added, and event description updated.